Manufacturer narrative:
The technician found the s7 valve was not opening. The technician replaced the valve to repair the bed.

Event description:
Info received indicates the head section cannot be raised.